Manufacturer narrative:
H6: investigation summary: bd received 1 photo in support of this complaint, showing used needle with blood in its holder and the blood in the plastic bag. Additionally, 5 retention samples were used for a functional testing and all 5 needles were functioning as expected. Bd was able to confirm the customer¿s indicated failure mode of leakage with the photo attached however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the , the device experienced blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter. The customer stated: blood gushed and spilled through the exit site of the vacutainer holder. The nurse managed to insert the bd vacutainer push button blood collection set on patient. Blood was flowing very well during the blood taking process. However, there were difficulties experienced in the process when it came to the 3rd blood tube. The blood gushed out after the needle was removed from the patient and placed it in the kidney dish.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the , the device experienced blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter. The customer stated: blood gushed and spilled through the exit site of the vacutainer holder. The nurse managed to insert the bd vacutainer push button blood collection set on patient. Blood was flowing very well during the blood taking process. However, there were difficulties experienced in the process when it came to the 3rd blood tube. The blood gushed out after the needle was removed from the patient and placed it in the kidney dish.